Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure the esg-400 hf-generator issued error message e433 and performed continuous restarts. No further information was provided but there was no report about an adverse event ot patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation nor to any repair center. A field service engineer was at the facility and confirmed that the hf-generator was in standard condition and attributed the reported error message e433 to a defective foot switch. This error message is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Since the hf-generator was not returned, the exact cause for the occurrence of the error message could not be determined in this case. However, a manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.